Event description:
It was reported that alarms were not detected as there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) went onsite and found that the system was working. The device was confirmed to be operating per specifications and no failure was identified. The device remains at customer site. If additional information is received the complaint file will be reopened.